Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set was dislodged on (B)(6) 2026 which led to high blood glucose. The blood glucose level was 531 mg/dl at the time of event. The high blood glucose level was treated with correction bolus via pump.